Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Loss of capture and high threshold measurements were also observed on the lv channel. The lv lead has been programmed off and remains implanted in the patient. No adverse patient effects were reported.

Event description:
Additional information provided from the field indicated surgical intervention was performed and the left ventricular (lv) lead was abandoned and replaced. No additional adverse patient effects were reported.